Event description:
It was reported that a patient received lasix 500mg/50ml drip over an hour although it was ordered as a continuous infusion at 5 mg/hr or 0.5ml/hr. After due diligence, the customer confirmed that the issue was due to a programming error. The infusion was programmed manually using guardrails. The nurse was in the adult library and hung the furosemide infusion as a secondary infusion, which only listed the intermittent library options. The drug was built in both the continuous and intermittent infusion profiles. However, the nurse thought it was an intermittent infusion and hung it as a secondary infusion which then only listed the intermittent profiled medications. There was no patient harm. Per bd's insight consultant's findings: - the infusion was programmed as a secondary furosemide ivpb on (B)(6) 2024 at 23:27. - a dose alert was hit and overridden by a dose of 500 mg with a soft limit of 200 mg. - the infusion was started at a rate of 50 ml/h with a volume to be infused of 50 mls. - at (B)(6) 2024 at 00:28, the 50 mls programmed as a secondary of furosemide ivpb completed and it transitioned to the primary infusion programmed. - at 02:06, we see two alerts hit that were both cancelled.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that a patient received lasix 500mg/50ml drip over an hour although it was ordered as a continuous infusion at 5 mg/hr or 0.5ml/hr. After due diligence, the customer confirmed that the issue was due to a programming error. The infusion was programmed manually using guardrails. The nurse was in the adult library and hung the furosemide infusion as a secondary infusion, which only listed the intermittent library options. The drug was built in both the continuous and intermittent infusion profiles. However, the nurse thought it was an intermittent infusion and hung it as a secondary infusion which then only listed the intermittent profiled medications. There was no patient harm. Per bd's insight consultant's findings: the infusion was programmed as a secondary furosemide ivpb on (B)(6) 2024 at 23:27. A dose alert was hit and overridden by a dose of 500 mg with a soft limit of 200 mg. The infusion was started at a rate of 50 ml/h with a volume to be infused of 50 mls. At (B)(6) 2024 at 00:28, the 50 mls programmed as a secondary of furosemide ivpb completed and it transitioned to the primary infusion programmed. At 02:06, we see two alerts hit that were both cancelled.